Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated the insulin pump was in there pocket prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has with minor scratched display window, cracked display window at lower right side corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.